Event description:
A home patient contacted baxter's technical service center for assistance regarding a low drain volume alarm received during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient noted that the patient line of the homechoice set was full of air. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Further investigation is pending. A follow up medwatch will be submitted upon receipt of additional information.